Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator device. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dirt on the device. The manufacturer found there was no evidence of sound abatement foam degradation. The power not turning on issue was confirmed. The manufacturer concludes contamination of dirt found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.